Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the haptic tore. The lens was cut out of the eye to remove with no patient injury, no enlarged incision or sutures. The back-up lens was implanted.